Event description:
This (B)(6) female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: (B)(4)). The patient ((B)(6)) had fallopian tube occlusion insert inserted and novasure. The report describes a case of menorrhagia ("reoccurrence of menorrhagia"). The patient's concurrent conditions included overweight and menorrhagia. On an unknown date, the patient started novasure at an unspecified dose and frequency. On an unknown date, the patient had fallopian tube occlusion insert inserted. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criterion intervention required). The patient will be treated with surgery (hysterectomy will be performed on (B)(6) 2018). At the time of the report, the menorrhagia had not resolved. The investigator considered menorrhagia to be related to fallopian tube occlusion insert and novasure. The reporter commented: subject went to the office on (B)(6) 2018 with complaints of reoccurrence of menorrhagia. A device failure was noted with novasure device. The reoccurrence of menorrhagia after ablation procedure was not related to novasure procedure and was definitely related to a pre-existing condition (menorrhagia). Subject was schedule for hysterectomy on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. The novasure device is not manufactured by bayer. Novasure-related events in this complaint report were assessed based on the information available to bayer. The legal manufacturer of novasure, hologic, has been contacted. Any follow-up information regarding the event that bayer receives will be added to the case and forwarded as required.

Manufacturer narrative:
Year-old female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: 16975). The patient (patient ID: (B)(6)) had essure (batch no. 17g14rb-invalid) inserted and novasure. The report describes a case of menorrhagia ("reoccurrence of menorrhagia"). The patient's concurrent conditions included overweight and menorrhagia. On an unknown date, the patient started novasure at an unspecified dose and frequency. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criterion intervention required). At the time of the report, the menorrhagia had not resolved. The investigator considered menorrhagia to be related to essure and novasure. The reporter commented: subject went to the office on (B)(6) 2018 with complaints of reoccurrence of menorrhagia. A device failure was noted with novasure device. The reoccurrence of menorrhagia after ablation procedure was not related to novasure procedure and was definitely related to a pre-existing condition (menorrhagia). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Lot number: 17g14rb is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. The novasure device is not manufactured by bayer. Novasure-related events in this complaint report were assessed based on the information available to bayer. The legal manufacturer of novasure, hologic, has been contacted. Any follow-up information regarding the event that bayer receives will be added to the case and forwarded as required.

Manufacturer narrative:
This 36-year-old female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" protocol: (B)(4). The (patient ID: (B)(6)) had essure (batch no. 17g14rb-invalid) inserted and novasure. The case describes the occurrence of menorrhagia ('reoccurrence of menorrhagia') and pelvic pain ('pelvic pain'). The patient's medical history included parity 3 and multigravida. Concurrent conditions included overweight and menorrhagia. On an unknown date, the patient started novasure at an unspecified dose and frequency. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criterion intervention required). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the menorrhagia and pelvic pain had resolved. The investigator considered menorrhagia and pelvic pain to be related to essure. The investigator considered pelvic pain to be unrelated to novasure. The investigator considered menorrhagia to be related to novasure. The reporter commented: subject went to the office on (B)(6) 2018 with complaints of reoccurrence of menorrhagia. A device failure was noted with novasure device. Investigator considered the event pelvic pain to be related to essure device and unrelated to novasure device and procedure and to a pre-existing condition. Regarding the event reocurrence of menorrhagia, investigator considered possible related to essure device and novasure device and unrelated to novasure procedure. In addition, investigator considered this events definitely related to the pre-existing condition: menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Pathology test - on an unknown date: uterus and bilateral fallopian tubes received. The wire-like device within the right tube was extending into and adhered to the right cornu. Smear cervix - on an unknown date. Lot number: 17g14rb is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: the event pelvic pain added to this case. The outcome updated and pathology report added. In addition, the case (B)(4) was identified as duplicate of this case and was deleted from argus. On 13-nov-2019: update of information (batch is invalid). No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. The novasure device is not manufactured by bayer. Novasure-related events in this complaint report were assessed based on the information available to bayer. The legal manufacturer of novasure, hologic, has been contacted. Any follow-up information regarding the event that bayer receives will be added to the case and forwarded as required.

Manufacturer narrative:
This 36-year-old female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: (B)(4)). The patient (patient ID: (B)(6)) had essure (batch no. 17g14rb-inv, c59247) inserted for female sterilization and novasure for menorrhagia. The case describes the occurrence of menorrhagia ('reoccurrence of menorrhagia') and pelvic pain ('pelvic pain'). The patient's medical history included parity 3 and multigravida. Concurrent conditions included overweight and menorrhagia. On an unknown date, the patient started novasure at an unspecified dose and frequency. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the menorrhagia and pelvic pain had resolved. The investigator considered menorrhagia and pelvic pain to be related to essure. The investigator considered pelvic pain to be unrelated to novasure. The investigator considered menorrhagia to be related to novasure. The reporter commented: subject went to the office on (B)(6) 2018 with complaints of reoccurrence of menorrhagia. A device failure was noted with novasure device. Investigator considered the event pelvic pain to be related to essure device and unrelated to novasure device and procedure, or to a pre-existing condition. Regarding the event recurrence of menorrhagia, investigator considered it possibly related to essure device and novasure device and unrelated to novasure procedure. In addition, investigator considered this events definitely related to the pre-existing condition: menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Pathology test - on (B)(6) 2019: uterus and bilateral fallopian tubes received. Cervix negative for dysplasia, uterus with single subserosal leiomyoma (nodule 0.5 cm) and changes consistent with prior endometrial ablation procedure. The endometrium measure 0.1 cm in thickness. There is a gray metallic wire-like device within each fallopian tube. The wire-like device within the right tube was extending into and adhered to the right cornu. Smear cervix - on an unknown date: normal. Lot number: 17g14rb is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: quality safety evaluation of ptc, event seriousness upgraded. On 20-nov-2019: no new clinical information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report. The novasure device is not manufactured by bayer. Novasure-related events in this complaint report were assessed based on the information available to bayer. The legal manufacturer of novasure, hologic, has been contacted. Any follow-up information regarding the event that bayer receives will be added to the case and forwarded as required.

Manufacturer narrative:
This 36-year-old female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: 16975). The patient (patient ID: 020019) had essure (batch no. 17g14rb-inv, c59247) inserted for female sterilization and novasure for menorrhagia. The case describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding'). The patient's medical history included parity 3 and multigravida. Concurrent conditions included overweight and menorrhagia. On an unknown date, the patient started novasure at an unspecified dose and frequency. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), paracetamol (acetaminophen) and surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. Novasure was withdrawn. On (B)(6) 2019, the uterine haemorrhage and pelvic pain had resolved. The investigator considered pelvic pain and uterine haemorrhage to be related to essure. The investigator considered pelvic pain to be unrelated to novasure. The investigator considered uterine haemorrhage to be related to novasure. The reporter commented: subject went to the office on (B)(6) 2018 with complaints of reoccurrence of menorrhagia. A device failure was noted with novasure device. Investigator considered the event pelvic pain to be related to essure device and unrelated to novasure device and procedure, or to a pre-existing condition. Regarding the event abnormal uterine bleeding, investigator considered it possibly related to essure device and novasure device and unrelated to novasure procedure. In addition, investigator considered this events definitely related to the pre-existing condition: menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Pathology test - on (B)(6) 2019: uterus and bilateral fallopian tubes received. Cervix negative for dysplasia, uterus with single subserosal leiomyoma (nodule 0.5 cm) and changes consistent with prior endometrial ablation procedure. The endometrium measure 0.1 cm in thickness. There is a gray metallic wire-like device within each fallopian tube. The wire-like device within the right tube was extending into and adhered to the right cornu. Smear cervix - on an unknown date: normal. Lot number: 17g14rb is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: the event "reoccurrence of menorrhagia" was updated to "abnormal uterine bleeding". This event was downgraded to non-serious by the investigator. The event was considered possible related to novasure and essure devices; and definitely related to her previous existing condition "menorrhagia". However, considering the severity of the event (reported as severe) and the surgical intervention performed to treat, "abnormal uterine bleeding" was kept as serious and intervention required ticked. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. The novasure device is not manufactured by bayer. Novasure-related events in this complaint report were assessed based on the information available to bayer. The legal manufacturer of novasure, hologic, has been contacted. Any follow-up information regarding the event that bayer receives will be added to the case and forwarded as required.

Manufacturer narrative:
This 36-year-old female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: 16975). The patient (patient ID: 020019) had fallopian tube occlusion insert (batch no. 17g14rb) inserted and novasure. The report describes a case of menorrhagia ("reoccurrence of menorrhagia"). The patient's concurrent conditions included overweight and menorrhagia. On an unknown date, the patient started novasure at an unspecified dose and frequency. On an unknown date, the patient had fallopian tube occlusion insert inserted. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy will be performed on (B)(6) 2018). At the time of the report, the menorrhagia had not resolved. The investigator considered menorrhagia to be related to fallopian tube occlusion insert and novasure. The reporter commented: subject went to the office on (B)(6) 2018 with complaints of reoccurrence of menorrhagia. A device failure was noted with novasure device. The reoccurrence of menorrhagia after ablation procedure was not related to novasure procedure and was definitely related to a pre-existing condition (menorrhagia). Subject was schedule for hysterectomy on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Most recent follow-up information incorporated above includes: on 4-may-2018: lot number provided: 17g14rb. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. The novasure device is not manufactured by bayer. Novasure-related events in this complaint report were assessed based on the information available to bayer. The legal manufacturer of novasure, hologic, has been contacted. Any follow-up information regarding the event that bayer receives will be added to the case and forwarded as required.